Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient experienced st elevation. Both atropine and noradrenalin were adm "inistered" and the st elevation resolved after several minutes. The case continued, and was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed fourteen applications were performed with reported balloon catheter 2af284 lot number 63992 on the date of the event without any issue. In conclusion, the clinical issue (st elevation) occurred during the case. There is no indication of the performance of the reported balloon catheter contributing to the adverse event. The reported balloon catheter was not returned for investigation. If information is provided in the future, a supplemental report will be issued.